Manufacturer narrative:
Return request has been sent to the representative. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that right atrial lead was found to be dislodged during routine follow up. Lead revision was perform and helix issues were exhibited during explant procedure. No additional adverse patient effects.